Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use the proximal shaft was separated while attempting to load the nav6 filter into the dc pod. Only one attempt was used and there was no resistance noted. There was no patient involvement. The device was not used. No additional information was provided.